Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the left femoral artery in a 45-year-old male patient with a past medical history of coronary artery disease (cad), renal insufficiency, and dialysis, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), on multiple inotropes and vasopressors, and in scai stage d shock, prior to initiation of support. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). When the patient arrived to the intensive care unit (ICU), there was access site bleeding. 850 units of heparin was given during the procedure. Manual pressure was applied for 30 minutes. The peel-away sheath was removed, and the repositioning sheath was advanced. Forward tension sutures were tied. The dressing was changed with angle matching and tegaderm. Due to a continued ooze, a sandbag was placed on the area. The post-procedure outcome is survived at explant. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).